Event description:
During coil embolization of a 6 x 4 x 4mm left posterior communicating artery aneurysm, it was noted that the deltapaq coil (cdf10030430/c19726) could not be detached although attempts were made. The surgeon changed the coil to a competitor¿s coil to complete the procedure using the same detachment cable and box. It was reported that the pre-deployment electrical check had been performed, and all connections appeared to fit properly without application of excessive force. It was not reported if the lights illuminated when the power button was pressed. There was no report of patient injury and there was no clinically significant delay in the procedure. The device was not available for analysis.

Manufacturer narrative:
Correction: it was initially reported that the device was not available for analysis: however, the device was returned on 4/15/2015 for analysis. Additional information: product analysis was completed on 4/24/2015 and additional information was received on 4/29/2015. The analysis revealed that the electrical connector was severed; however, additional information from the reported indicated that the electrical connector was not severed during the procedure. It was also reported that the a different detachment control box and cable were used to complete the procedure with the competitor¿s coil. The lot number of the detachment control box and cable used during the procedure was unknown. Complaint conclusion: during coil embolization of a 6 x 4 x 4mm left posterior communicating artery aneurysm, it was noted that the deltapaq coil (cdf10030430/c19726) could not be detached although attempts were made (information regarding cable and detachment control box were not available). The surgeon changed the coil to a competitor¿s coil to complete the procedure. It was reported that the pre-deployment electrical check had been performed, and all connections appeared to fit properly without application of excessive force. It was not reported if the lights illuminated when the power button was pressed. The electrical connect was severed after the procedure. There was no report of patient injury and there was no clinically significant delay in the procedure. The device was not available for analysis. Product file (B)(4): the device was returned for analysis. As observed into the returned packaging, it was found that the electrical connector was severed and not returned. The returned packaging was searched, but the electrical connector was not found. This is unreported device damage. The core wire and the electrical wirings were severed by mechanical means through an unidentified sharp straight edge tool. No material defects were found. The detachment fiber did not receive heat and melt. The coil was returned undamaged. No manufacturing defects were found on the remainder of the partially returned microcoil system. Without the return of the complete microcoil system used in the procedure, the root cause of the system passing the electrical pre-deployment check and its failure to detach inside the aneurysm cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The inability to detach the coil could not be determined due to the condition of the returned device (electrical connector severed and not returned). It is not possible to determine what factors may have contributed to the event, and without return of the concomitant devices (connecting cable and detachment control box), it is not possible to determine if these devices contributed to the event. There was no evidence of a manufacturing issue related to the event; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Information regarding patient age was not available. Complaint conclusion: the device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure to detach could not be confirmed without product return for analysis. The root cause of the issue or factors that may have contributed could not be determined. All devices are inspected to prevent this type of failure from leaving the manufacturing facility. There was no evidence to suggest this event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR.